Event description:
It was reported that 400 bd pegasus¿ safety closed IV catheter systems had incorrect label information. The following information was provided by the initial reporter: the hospital warehouse administrator reported that when the product was put into the warehouse, it was found that the large box packaging of the product was the same as the packaging of the product itself, but the name of the carton packaged in the middle box was inconsistent with the product itself

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 400 bd pegasus¿ safety closed IV catheter systems had incorrect label information. The following information was provided by the initial reporter: the hospital warehouse administrator reported that when the product was put into the warehouse, it was found that the large box packaging of the product was the same as the packaging of the product itself, but the name of the carton packaged in the middle box was inconsistent with the product itself.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2054526. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, photographs were provided, which display the reported misprinted information. Based on an analysis of the packaging process, our engineers have determined that the most likely cause for this event is related to the posting of the correct labeling information in the packaging being difficult to see.